Event description:
It was reported one of patient's leads had high impedances, preventing patient from entering MRI mode. Investigation was unable to identify which lead contributed to the issue. Surgical intervention was undertaken wherein the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000070136.

Event description:
Information indicated only high impedances were on contacts 9-16. Investigation was unable to identify which lead had the impedances. Surgical intervention was undertaken on (B)(6) 2024 wherein only the impeded lead and ipg were explanted and replaced to address the issue and provide MRI capabilities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.